Manufacturer narrative:
(B)(4). Date sent: 7/7/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy procedure, the instrument was removed from box. Tyvek seal appeared to be improperly sealed. A second instrument was opened without incident. There were no adverse consequences for the patient.